Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump's battery cap could not be removed. Blood glucose level at the time of the incident was 451 mg/dl, which was treated with manual injection. The customer was advised that they would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.